Event description:
Home patient (hp) reports shoulder pain due to excess air infused into peritoneal cavity. Hp could not confirm if home patient primed the pt extension line completely prior to connecting. No pt injury or medical intervention required per baxter affiliate. No further detail provided by affiliate.